Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the retainer door doesn't lock properly and opens after it was closed was confirmed as manufacturing related. The reported event could be related to an inadvertent application of adhesive in the locking area of this unit during the manufacturing process. One statlock device was returned for investigation. A visual observation of the returned statlock device revealed that the adhesive backing was still attached to the substrate, which indicates that the product had not been used. A functional test revealed that the retainer had some retention force, but could be opened without pushing in on the button to unlock the locking arms. A microscopic examination of the sample revealed adhesive under the edge of the locking arm retainer, which would prevent the barbs on the locking arm from sliding underneath the edge. The complaint sample was forwarded to the manufacturing facility for further review.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the retainer door doesn¿t lock properly and opens after it is closed cannot be verified from the two photographs that were provided for investigation. Photo #1 of 2 showed a statlock device with the retainer door open. It appears that one side of the paper backing is attached to the adhesive side of the substrate. The statlock is attached to the labeling, which shows part number di0120ce and lot number juzjf056. Photo #2 of 2 showed the locking barbs on the retainer door. No damage was noted. While the exact cause of the reported event cannot be determined due to the sample condition. Potential contributing factors of this complaint include adhesive that prevented proper locking of the retainer. The position/type of device being secured in the retainer may also affect the retention properties of the statlock stabilization device. A lot history review (lhr) of juzjf056 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported that the "clamshell" on the statlock did not lock properly and opened after closing it. No patient injury reported.